Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during the pre-use check. Our field service engineer (fse) investigated the ventilator on site. During preventive maintenance the nozzle units were found defective. The fse solved the issue by replacing the nozzle units. No parts were returned for investigation. Therefore, the root cause for the reported problem could not be established.

Event description:
Manufacturers ref: #(B)(4).